Event description:
Physician was cauterizing bladder with loop. Loop broke while being used. Physician sent specimen to x-ray to be evaluated to see if piece was inside. Was not seen in specimen or bladder. Additional cutting loop was utilized.